Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory and was due to an intermittent component connection to the hybrid.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The model cd3231-40q device was analyzed by the quality assurance dept. Upon receipt, the device interrogated normally with a programmer. Test leads and loads were applied to the device and constant noise was observed for all channels on the real time electrogram. The pacing lead impedance measurements were performed using the programmer and anomalous measurements were observed. A cardiac simulator was connected and the device did not sens any signals. A shock was performed and the output biphasic waveform appeared normal. The device was further tested on the bench, using an external power supply and the real-time egm measurements were normal. It is believed that the reported noise was due to an anomalous component within the device hybrid.

Event description:
It was reported that pt received inappropriate shocks due to noise. The therapy detection was turned off as requested by the physician. The pt had a vf arrest. The physician implanted an external pacing system via subclavian vain to pace but still had vf a few times. The pt expired due to heart failure. The physician did not feel the device actively contributed to the pt's death.